Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance and a confirmed lead fracture. The rv (right ventricular) lead was explanted and replaced. In the course of extracting the rv lead, the atrial lead was damaged, with low impedance noted. The atrial lead was therefore explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The partial lead returned in segments and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to melting, there was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.